Event description:
It was reported when an asymptomatic patient presented in clinic for follow up, post-sensed t-wave oversensing was observed on the ventricular lead. The patient did not receive therapy during the oversensing. The device was programmed with a 125 ms ventricular sense refractory. Low frequency attenuation filter was programmed on. The r wave was measured to be approximately 13 mv and it was followed by an oversensed t-wave with an approximate amplitude of 2.75 mv and an r to t interval of 152 ms. The post-paced threshold start was reprogrammed from 50% to 62.5% and the ventricular post-paced decay delay was left unchanged at 60 ms.

Manufacturer narrative:
(B)(4).